Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unspecified date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. On an unreported date, the patient was treated with unknown intraperitoneal antibiotics for the peritonitis for "a few days". The patient was discharged from the hospital and continued treatment with an unknown oral antibiotic (300 mg once a day for 14 days) for peritonitis. At the time of this report, the patient was no longer exhibiting any symptoms of peritonitis and the patient felt that they had fully recovered; however, the patient was still taking oral antibiotics for the peritonitis. At the time of this report, pd therapy was ongoing. No additional information is available.